Manufacturer narrative:
The real intelligence cori, part number rob10024, (B)(6), used for treatment, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. The logfiles and screenshots for this complaint were not returned for investigation and therefore could not be analyzed. Screenshots and system log files are required to complete a thorough investigation. An abbreviated evaluation minus the screenshots and system log files was completed with the software support team. This event was recreated on a like-system by pressing the ¿medial¿ button on either the tibia or the femur multiple times before the implants had loaded, confirming the reported problem. These log files were exported for investigation with the software team. The exported log files were analyzed, and the issue was traced to the default determination of the femur varus or valgus value. This value relies on the matrix of the femur tracker position and the femur implant tracker position. The suspicion is that this anomaly is linked to a memory corruption in the software and can be linked to a software defect. The most likely cause of this event is due to a known software defect. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was not completed. The product was not returned, and no evidence was made available to link the complaint to an escalation event. Should the screenshots and system log files become available, the case can be reopened. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10. Internal reference number: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, after stressing and pressing continue, the sales rep immediately tried to posteriorize the femur to put it into the notch. Directly after he pressed the posterior button the femur position flipped around on the screen to 67 varus. By pressing the three dots he was able to reset the femur and tibia position and surgeon could move forward with the planning. The sales rep indicated that he pressed the posterior button before the implants loaded, he believes this could be what caused the issue. The surgery was completed, after a non-significant delay, with the same reported device. No injuries were reported.